Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced pain in the vagina, urethral tenderness, dyspareunia and mesh erosion at the anterior vaginal wall. A revision and excision of a small area eroded mesh performed with anesthesia.